Event description:
The customer reported that the remote on the system was not working.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the acqu panel. The unit is operating as intended.